Manufacturer narrative:
A ge service representative performed an onsite investigation. The customers reported issue could not be duplicated. The mainframe steering assembly was evaluated, cleaned and lubricated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that mainframe steering handle was difficult to turn. No patient injury was reported.